Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tracker was returned to the manufacturer for evaluation. Testing found that the instrument was missing one of the three posts. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the silver instrument tracker was damaged. The damaged was noticed during sterile processing. This issue was noted outside of a procedure, and there was no patient involvement.